Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for two pts. Pt a: a result of 0.96ng/ml was reported out of the lab and questioned by the physician. The sample was re-tested and a result of 0.02ng/ml was obtained. A corrected report was sent. A plasma tube drawn at the same time as the serum tube gave a result of 0.02ng/ml when tested. A fresh sample collected from this pt gave a result of 0.03mg/dl which was reported out of the lab. Customer then re-tested the original sample and obtained a result of 0.02ng/ml. Pt b: a result of 1.43ng/ml was reported out of the lab. A fresh sample collected from this pt gave a result of 0.02mg/ml and was reported out of the lab. There was no change in treatment for either pt.

Manufacturer narrative:
Sample a/1 (serum) was collected in a plastic bd red top serum tube. The specimen a/1 (plasma) was collected in a green top. Lithium heparin plasma tube. Sample b/1 was collected in a gold top serum sst tube with gel separator. Customer noted that this sample was "clotty". The specimens were centrifuged at 3,000 rpm for 10 mins. Qc is run twice daily, per customer, qc "generally has not been having any problems"; however, when qc was rerun after the event, it was out of range, and then passed upon repeat. A field service engineer (fse) was dispatched: the fse performed a minor preventive maintenance (pm) and serviced the upper precision pump. Carryover test failed and fse replaced a sample probe, after noting that the sample probe had a "buildup" on it. The fse cleaned a wash tower and repeated the carryover test which passed. The fse ran hardware verification with good results. The fse discussed pre-analytical sample conditions with customer, which customer agreed can effect results. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.